Event description:
Resident was found lying on the floor and upon the licensed nurse assessment, it was discovered that the headboard on the left side of resident's bariatric bed was disengaged from the bed frame. The bolts on the bed frame were not seated in the designated slots on the headboard. Resident complained of severe pain to his neck, back, and sacral area; resident was sent out to the hospital ER in order to be evaluated. X-rays were taken and results were negative for fractures.